Event description:
Chronic pain, stiffness, muscle spasms. Rptr can't stand longer than 10 minutes because her legs start feeling numb. The muscle spasms in back are unbearable. She has back pain 24 hrs a day. Rptr's dr has informed her he will not prescribe more pain medications. It never completely masks the pain anyway.